Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 474 mg/dl. The customer was experiencing symptoms of nausea, vomiting, abdominal pain. The customer was admitted to the hospital. The customer stated it is not the pump and doesn't want to troubleshoot at this time.